Manufacturer narrative:
The aortic disc was positioned in the ampulla at initial implant, and it appears that the plug is entirely in the pa. This means that the "stuffing" in the plug does not participate in occlusion of the pda, only the fabric baffle in the aortic disc. Echo at 1 year showed no residual flow. Echo at 4 years showed a small shunt (see angio for location). We were successful in occluding the residual channel using electrically detachable neurological coils. This was clinically silent. Reason for occluding this silent shunt is risk of infective endocarditis with flow through a device. I believe recanalization is solely due to "misplacement" (intentional) of the device and not failure of the design.

Manufacturer narrative:
The aortic disc was positioned in the ampulla at initial implant, and it appeared that the plug was entirely in the pulmonary artery (pa). This means that the patches/fabric in the plug does not participate in occlusion of the pda, only the fabric baffle in the aortic disc. Echo at 1 year showed no residual flow. Echo at 4 years showed a small shunt (see angio for location). We were successful in occluding the residual channel using electrically detachable neurological coils. This was clinically silent. Reason for occluding this silent shunt is risk of infective endocarditis with flow through a device. It was believed that the recanalization was solely due to "misplacement" (intentional) of the device and not failure of the design. Device remains implanted in the patient.

Event description:
Four (4) years post-implant, follow-up showed recannalization of a pda device, which was the result of placing the disc within the ductal ampulla. It turned almost horizontal so that only the junction of disc and waist were at the pulmonary end. There was no flow at six (6) months or one year. Electrically detachable coils were then placed in the aortic disc.